Event description:
It is reported that while the flexi seal control device was outside the pt, there were difficulties in deflating the balloon due to a leak between the balloon and the pipe.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No reports of a pt being harmed as a result of this malfunction. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected.